Manufacturer narrative:
There is no further information available. Should additional information become available, this event would be updated.

Event description:
Boston scientific received information that this patient experienced a syncopal episode recently following a device implant procedure. The patient states she explained this to her physician who then gave her a heart monitor and are waiting for results. The patient states she has not experienced another syncopal episode since. Boston scientific has no information whether the device was involved with the reported symptoms.